Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced chloride and calcium electrodes to resolve the issue. Beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous ise (ion selective electrolyte) patient results were generated with low anion gaps on the unicel® dxc 600 pro synchron system. The erroneous patient results were not released from the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.